Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). Unclear loosening of univation as on both sides. Patient was in pain. Intraoperatively, the implant simply lifted off. The cement adhered to the imlantate. Striking was a smooth, slightly shiny cut surface of the femur. Tibial was easy to take off with a chisel. Cement adhered to both the implant and the bone. Components in use listed as concomitant devices are: no164z / as univation xf tibia cemented t3 lm, nl472 / univation f meniscal comp.t3 rm/lm 7mm. All med watch submissions related to this report are: 9610612-2018-00176.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. This case was discussed with a specialist from the product management. All available explants show bone cement residues on the coated surface. A material or manufacturing failure could not be detected. Three implants show only little bone cement penetration. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is hardly possible to determine a conclusion and root cause for this failure in this case. We assume that this failure is not product related. Rational: according to the quality standard and DHR files a material defect and production error can be excluded. We assume that the most probably root cause for this failure is a problem with the cement technique. There was obviously a problem between integrity of interfaces between bone and cement. There are some important points needed to be considered: no bone cement application in case of sclerotic bone. During the application of bone cement use the arrest of blood circulation. Avoid manipulation/movements of the leg during the hardening phase of the bone cement. Using a pulsed jet lavage system for removing blood and bone chips from the spongiosa. Drying the bone surfaces. A dry bone surface leads to a deeper cement penetration. A further root cause for an early loosening implant could be a low-grade infection. No CAPA is necessary.